Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure as the incision sites were not looking good. It was also noted that the patient had a history of infections. The patient was not well upon follow-up. No further information could be obtained despite good faith efforts. Additional information was received that the explanted device components were not returned.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7162037 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7166320 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 35867243 UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure as the incision sites were not looking good. It was also noted that the patient had a history of infections. The patient was not well upon follow-up. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Investigation results: the ipg and leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: possible surgical procedural risks are temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. It is also states that during the two weeks following surgery, it is important that patients use extreme care so that appropriate healing will secure the implanted components and close the surgical incisions. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure as the incision sites were not looking good. It was also noted that the patient had a history of infections. The patient was not well upon follow-up. No further information could be obtained despite good faith efforts. Additional information was received that the explanted device components were not returned.